Event description:
Material no.: unknown, batch no.: unknown . It was reported that patients are experiencing burns, using the adhesive remover. The cv team is experiencing patient burns using a different adhesive remover. They use adhesive remover chlorhexidine then chloraprep and the burn is on the side of the patient where this might have pooled.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).